Manufacturer narrative:
The event occurred in italy. It was reported that there was a sudden stop of the flow on rotaflow drive during patient treatment. After switching the device off and on again and inserting new contact cream the flow normalized. No harm to any person has been reported. Due to the fact that the device was switched off and on-again during patient treatment a report is required. The patient data was not shared by customer. A getinge field service technician investigated the affected rotaflow console with s/n (B)(6) and the reported failure could not be reproduced. The device was working as intended and no problems were found. According to the technician the problem was caused by the not applied new contact cream. Based in the investigation results at this time the reported failure could be confirmed and the most probable root cause for the reported failure "sudden stop of the flow" could be determined as not applied new contact cream. The review of the non-conformities has been performed on 2025-10-16 for the period of (B)(6) 2009 to (B)(6) 2025. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was produced in 2009-10-14. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / v15. Chapter 5.1 apply ultrasonic contact cream to both sides (left and right) around the outlet of the rotaflow centrifugal pump. Both sides must be completely covered with the ultrasonic contact cream. Chapter 6.2 the ultrasonic contact cream can dry out and impair the functioning of the integrated flow/bubble sensor. In the "free" mode, the ultrasonic contact cream must be reapplied every 48 hours or as soon as the error message [sig!] Appears. In the "stand al" mode, the ultrasonic contact cream must be reapplied every 48 hours or as soon as the error message [faultbub] appears. Complete reapplication in less than 60 seconds. If relevant information becomes available at a later stage (complaint closed), the complaint will be reopened and the new relevant information will be reviewed and included into the investigation. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow) has been manufactured on 2009. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in italy. It was reported that there was a sudden stop of the flow on rotaflow drive during patient treatment. After switching the device off and on again and inserting new contact cream the flow normalized. No harm to any person has been reported. Due to the fact that the device was switched off and on-again during patient treatment a report is required. Complaint ID: (B)(4).